Event description:
The account stated that the architect c8000 analyzer generated three high sodium results in a row. For this pt a sodium result of 162 mmol/l with repeat of 157 mmol/l was generated. The sample was repeated on another analyzer which generated a result of 137 mmol/l. The account ran qc and found qc was out of range high for sodium. There was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.